Event description:
It was reported to philips that the ac module for the device was not charging the battery and would not illuminate the external led indicator light. There was no patient involvement.